Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was over 293 mg/dl. Current blood glucose was 53 mg/dl and customer treated with a granola bar and juice. Customer decline troubleshoot for low blood glucose because he is at work and states he will call back later today to complete the troubleshoot. Customer stated that he will call back later to troubleshoot for the high blood glucose he had yesterday and also the low blood glucose he had during the night. Customer treated high blood glucose with the insulin pump. Customer reported no delivery alarm. Customer is reporting a past event. Customer reports alarm occurred during manual prime. Advise possible connection issue or occlusion in tubing or reservoir could lead to no delivery alarm. Advise to verify connection between infusion set and reservoir is secure by gently tugging on connector before using in the pump. Customer reports event was resolved by changing complete set (infusion set and reservoir). The insulin pump will not be returned for analysis.